Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller experienced a battery charging issue. The consoles battery will not charge when plugged in. No patient was involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.